Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 118 mg/dl at time of incident. Customer states received critical pump error, he states he went swimming with the pump and then it just received the error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Analysis was unable to verify critical pump error alarm due to blank display. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display noted. The insulin pump was received with blank display due to moisture damage at electronic assembly. The motor had moisture damage. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.